Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service agent (csa) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿119, 180 and 190 mg/dl¿ with the subject meter, performed within an unknown time of each other. It was not reported how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issue. At the time of the initial call, the patient reported developing symptom of feeling ¿nervous;¿ symptom she associated with a low blood glucose excursion and was unable to stay on the call. During the follow-up call, the patient claimed that in addition to feeling nervous during the initial call, she also became ¿shaky and couldn¿t talk.¿ during the follow-up call, the patient reported that her doctor gave her a higher dose of metformin at an unspecified date and time due to the alleged issue and refused to answer further questions. The patient was unable to stay on the call for troubleshooting to be performed. Replacement products were sent to the patient. The patient was unable to stay on the call to clarify if she believed the device contributed to the adverse event. However, this complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter and the subject meter could not be ruled out as a cause or contributor to the event.